Manufacturer narrative:
A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The definitive root cause could not be identified. As the device is greater than 5 years old, it is likely that this phenomenon occurred due to the chronological degradation of the main body and lamp.

Event description:
This was observed during the middle of the procedure. There was a 10 minute delay in the procedure. The procedure was completed with the same device. Patient identifiers were not provided. User confirmed that no patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of device image error was confirmed. The service technician observed motor shaft was broken causing the turret to malfunction thus the error message. The device passed all tests in accordance with final inspection guidelines. The cause was traced to a component failure. No further information was reported.

Event description:
The customer reported to olympus that during a power up the device was receiving an e200 error. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device evaluation was documented in 8010047-2020-02913. The device was repaired and returned to the customer.